Event description:
The user reported the judkins right catheter does not have the correct tip shape. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been received for eval. The user indicated they opened one device and discovered the defect. The user checked all (B)(4) units in their inventory and they are defective and will be returned. Merit determined on 04/26/2013 that a product removal would be required for five (5) specific lots of the merit performa cardiac multipack I and ii because the judkins right 4.0 catheter contained within the kits has a slight variation in the tip shape. Communications to consignees began on 05/02/2013. A report to the FDA in accordance with 21 cfr 806.10 is in process and will be sent within the ten day requirement of initiating field action. Merit contacted the (B)(4) district office on 04/30/2013 and informed them of merit's intent to begin field action and provided a copy of merit's health hazard eval for this failure mode. Root cause is attributed to the mfg process. Corrective actions for this failure mode have been implemented. No additional form fda3500a reports will be filed for this event.